Event description:
Tech alleged that the brakes on the foot end of the stretcher are not holding. No pt impact.

Manufacturer narrative:
The tech replaced the brake rocker arm and connecting rod to resolve the issue.